Event description:
The device was explanted due to a lack of auditory perception and pain in the areas of the implant. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was performed.